Event description:
It was reported to philips that the system did not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips remote service engineer (rse) inspected the system and identified that the system did not boot up. In onsite service as troubleshooting fse found the issue is in power distribution bar in r cabinet. The cause of the boot up issue confirmed by the malfunction of power distribution unit on supplier's part analysis. Fse replaced power distribution unit in r cabinet. After replacement of power distribution unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.